Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that over 6 months after the dental implant was placed in the mouth, the implant did not achieve osseointegration in type IV bone. Clinician noted the patient's impacted canine and sinus perforation in the area. The site was grafted. The product will be forwarded to the manufacturer for investigation. Fenestration has occurred. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 6 months after the dental implant was placed in the mouth, the implant did not achieve osseointegration in type IV bone. Clinician noted the patient's impacted canine and sinus perforation in the area. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.